Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 due to the infusion set being inserted into a body crease or an area subjected to temporary positional blockage. The blood glucose level was high and treatment given was a correction injection via multiple daily injections. No further information available.